Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was placed on the opposite side, so a new pocket was made. Therapy is on and functioning post-op. In a recent update it was reported that the pain at the ipg site has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.